Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. It was noted that the left ventricular lead exhibited low impedance. The patient presented in clinic and the lead impedance was back in normal range. No changes were made. The patient remained asymptomatic and would continue to be monitored.